Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leads were repositioned and remain in use.

Event description:
It was reported that the patient presented following an alert approximately two weeks post-implant. It was determined that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance. It was noted that the rv lead and right atrial (ra) lead exhibited unstable thresholds since implant. The physician mentioned that both leads exhibited less slack than at implant. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ddmc3d4 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2024, product ID 6935m (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.